Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturing plant. A device history review could not be performed since the serial number of the alleged device is unknown. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Peritoneal dialysis nurse reported that the patient encountered a fluid leak after completing peritoneal dialysis treatment. Follow up with the patient indicates that the patient did not experience any complications as a result of the alleged event. The patient did not miss any treatments and resumed treatment on the replacement cycler.